Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test was found to be failing on yaw searchlight and yaw searchlight flat flex cable (ffc). The probable root cause of the reported issue can be attributed to a communication error within the yaw searchlight sensor assembly in the affected usm.

Event description:
It was reported that after a da vinci-assisted surgical procedure, arm 1 had error 32056 and arm was disabled and the other arms were working. Site tried multiple power cycle was before calling in to report arm 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised that arm 1 was down and will need service. Caller was following up with surgeon to see if system can be used as a three arm configuration. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted system functionality was not checked upon powering on the system. The system initially did not power on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed. The issue was caught prior to case; case was delayed until the arm was replaced. Patient was not on table during discovery of issue; case was delayed until arm 1 could be replaced.